Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09335. It has been reported the patient has been experiencing positional stimulation. The patient also reported feeling warmth at the ipg pocket site while recharging the ipg. The patient mentioned she can only feel stimulation in her back after a full recharge and upon increasing the amplitude, the patient feels strong stimulation in her legs. The patient is working closely with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number is included in field advisories and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.